Event description:
Erroneous alanine aminotransferase (alt), aspartate aminotransferase (ast), alkaline phosphatase (alp) and total bilirubin (tbil) results were reported out of the lab on one patient sample. The original sample was re-tested, and an an amended report was issued.the customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Prior to the event, qc results were within tha lab's established ranges.a field service engineer (fse) was dispatched: a) the fse performed troubleshooting and found that the cartridge chemistries sample probe was leaking. B) the fse replaced several hardware components. C) the repairs were confirmed by calibrating, qc and precision studies which were acceptable.as of 2009, there were no further problems with qc results or imprecision.on a recur event any cc could be affected, including pivotal chemistries. Erroneous results of a pivotal chemistry may contribute to serious injury to the patient.a malfunction will be assumed for the purpose of this report.